Event description:
It was reported that the artificial urinary sphincter pump component was tried but used as it was defective on an unknown date. Boston scientific has been unable to obtain additional information regarding the circumstances.